Event description:
It was reported that telemetry carried out in 2003 on the implant showed 'poor coupling to the implant' but it appeared that the pt was still able to hear. However 2 months later the implant had ceased to function.